Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, eighteen (18) chisel blades 10mm, fourteen (14) chisel blades 16mm, and six (6) chisel blades 25mm were found in the medical device reprocessing department (mdrd) and tagged as broken. There was no patient or procedure involvement. This report is for one (1) chisel blade 10mm. This is report 10 of 10 for pc-(B)(4). Due to a limit of impacted products per complaint, this complaint is a continuation from complaint pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B1, b5, h1: the initial complaint was reviewed and found not reportable. The initial reporter reported the quantity incorrectly as 38 devices and there was only 37 devices that had malfunctions. Therefore, this report is being retracted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial reporter reported the quantity incorrectly as 38 devices and there was only 37 devices that had malfunctions. Therefore, this report is being retracted.